Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe had manufacturing defects and leaked past the stopper. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. No physical sample is received but the blood leakage to the stopper is observed in the photograph, this may be due to damage in the plunger, which no longer generates a seal on the stopper, so the leak can be generated. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Given the event of the leakage complaint, corrective and preventive action was generated to follow up on all the failure modes identified and their respective action plan. Additionally, the impacted lot was manufactured prior to the implementation of the corrective and preventive action.

Event description:
It was reported that the bd plastipak syringe had manufacturing defects and leaked past the stopper. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. No physical sample is received but the blood leakage to the stopper is observed in the photograph, this may be due to damage in the plunger, which no longer generates a seal on the stopper, so the leak can be generated. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Given the event of the leakage complaint, corrective and preventive action was generated to follow up on all the failure modes identified and their respective action plan. Additionally, the impacted lot was manufactured prior to the implementation of the corrective and preventive action.

Event description:
It was reported that the bd plastipak syringe had manufacturing defects and leaked past the stopper. There was no report of exposure, injury, or medical intervention noted.